Event description:
Caller reported a malfunction with a tandem mobi cartridge alarm during the cartridge loading process, which was confirmed by technical support. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support guided the caller on removing the cartridge and delivering a bolus, which completed successfully. Assistance was provided to load a new cartridge correctly, and the customer was able to resume insulin therapy. The issue was resolved. Additionally, there was a separate incident concerning the pump's piston, which stayed in the ¿up¿ position initially but was eventually resolved without further assistance needed.